Event description:
As reported, a 5f mynxgrip vascular closure device was deployed, and the balloon was pulled through the arteriotomy. When the technician looked at the device, he was able to easily deflate the balloon with his fingers while the balloon was inflated. Steps were followed for mynx deployment, and the side arm was checked for hemostasis. There was no reported patient injury and the patient recovered. The balloon was tested before deployment. Access was obtained via the right femoral artery. The device will not be returned for evaluation as it was discarded at the site.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# f2115801 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device was deployed, and the balloon was pulled through the arteriotomy. When the technician looked at the device, he was able to easily deflate the balloon with his fingers while the balloon was inflated. Steps were followed for mynx deployment, and the side arm was checked for hemostasis. There was no reported patient injury and the patient recovered. The balloon was tested before deployment. Access was obtained via the right femoral artery. The product was not returned for analysis. A product history record (phr) review of lot f2115801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿ balloon pull-through¿ could not b confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively be determined. Procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during device preparation, fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. The IFU also instructs to grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.